Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-00296. It was reported that balloon withdrawal resistance occurred. The lesion was located in the 100% stenosed, severely calcified, moderately stenosed mid right coronary artery (rca). The vessel diameter was 2.5-3mm. The lesion was predilated using a 2.5x32mm emerge balloon catheter. A 2.5x38mm and a 2.5x32mm promus premier drug eluting stents were deployed in the mid rca at 15atm for 32 seconds. However, following deployment of the stent the balloon was "sticking" . The first attempt to remove the balloon sucked the guide further into the vessel. The balloon was "reprepped" and short brisk tugging removed the balloon. The stent was post dilated using a 3.0x20mm quantum balloon. The stent was fully deployed and well apposed. There were no patient complications reported and the patient was stable.